Event description:
It was reported that the patient had a history of an external driveline repair. The patient presented with pump stops, low flow and low speed advisories. It was suspected that there was new damage or a new area of damage to the driveline. The patient was on an ungrounded cable at all times. The log files captured low speed and pump off events on 02may2023 at 03:44-03:45 and again at 04:59 due to a phase to phase short. The patient tolerated the pump stops. The patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6)2023. The patient tolerated the pump exchange and there were no more pump stops. Related pump MFR #: 2916596-2023-02687.

Manufacturer narrative:
Related MFR # 2916596-2019-03813 describes the patient's external driveline repair. Manufacturer's investigation conclusion: the reported event of pump stop was confirmed with the evaluation of the returned system controller (serial # (B)(6)). As received, the returned system controller was not able to communicate to the test system monitor or operate a test lvad. It was noted there is a tear on the black power cable, which appeared to be the point of fluid entry. After disassembly, visual inspection revealed fluid appeared to have ingress through the power cables and covered internal components. The fluid has the potential to result in shorted condition. The fluid was cleaned; however, there were small residual amount that remained. The system controller was connected to laboratory equipment and was able to operate the test lvad with a replace system controller alarm. Review of the log files confirmed multiple low voltage advisory alarm events while connected to the power module via a 14v power module patient cable. The voltage value decreased as low as 6.6v, which is below the expected ~14v. Visual inspection confirmed fluid was on the internal power connectors on the circuit board, which could have contributed to the low voltage events. The log file also captured intermittent motor stopped/low speed events on 02may2023 and 05may2023, which is consistent with fluid ingress observed on the drive circuitry, driveline connector and the inability to operate the system during initial testing. It should be noted that the evaluation could not conclusively determine when the fluid ingress occurred; therefore, the observed low speed/pump stop events also could have resulted from the driveline damage identified during the pump investigation. An incidental finding of the black connector nut is missing/fractured was noted. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance (qa) specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) (section 7), heartmate ii patient handbook (rev. B) (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm: 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm: (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In both manuals, warns the user ¿immersion in water or liquid may cause the pump to stop¿. Heartmate ii lvas IFU (rev. C) and heartmate ii patient handbook (rev. B) both have a safety checklist and outlines ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.